Event description:
It was reported, the customer had a failed battery test alarm on their insulin pump. Customer's blood glucose was unknown. Troubleshooting found the contacts on the customer's battery cap was not damaged, but slightly discolored. Customer was advised to monitor their insulin pump while a replacement battery cap was being sent. The customer declined to troubleshoot any further for their battery alerts. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.